Event description:
It was reported the implantable neurostimulator (ins) battery, "ran down" every 3 days. The ins ran constantly and the patient did not remember it going into an overdischarge state. She used to charge once a month following implant, then, the interval went to every 3-4 weeks, then, to every 3 days. The ins is on program # 2, but does not know the amplitude. The stimulation was in the "female region" and not out to her hips. She had urinary incontinence, which got worse since the patient got the ins. She tended to fall. She had fallen a couple of times during the winter 1-2 years ago. The patient fell in the bedroom during the report. She was sore around the ins and it was tender. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead, product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2008. Product type: lead, product ID: 37752, serial# (B)(4). Product type: recharger, product ID: 37743, serial# (B)(4). Product type: programmer. (B)(4).